Event description:
The facility reports the nurse was transferring the resident to his bed. As she was raising the resident to place him onto the bed, the black plastic block on top of the mast that secures the upper lift arm broke away from the mast. The resident fell onto the bed. No injuries were reported. The lift and sling were inspected by an arjohuntleigh representative. In addition to the parts involved in the incident, the knee support pad and arm cover pads were cracked, and the leg covers over the front castors were cracked. The internal lifting mechanism inside the mast had some wobble, indicating worn guides and guide wheels. The sling appeared stretched and worn, and the sling ropes were frayed. The handle and lifting mechanism of the lift were functioning properly, as was the handle break.